Event description:
New information noted that during device interrogation, the right atrial and right ventricular lead did not show appropriate capture and sensing values had diminished.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-01843. It was reported that both the right atrial and right ventricular leads had dislodged. The leads could not be repositioned as the helix on both leads would not retract. The leads were explanted and replaced successfully. The patient was in stable

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.